Event description:
It was reported that the patient had his artificial urinary sphincter (aus) device explanted due to fluid loss from the system. An ultrasound in the office showed the balloon was close to empty. A new aus device was implanted. There were no patient complications.